Manufacturer narrative:
Preliminary analysis of the returned device confirmed the battery was depleted. However, the device operated within specifications when connected to an external power supply.

Event description:
Reportedly, over-estimation of time to elective replacement indicator led to end of service within follow up interval. The device was explanted and will be returned for analysis.

Event description:
Reportedly, overestimation of time to elective replacement indicator led to end of service within follow up interval. The device was explanted and will be returned for analysis.

Event description:
Reportedly, overestimation of time to elective replacement indicator led to end of service within follow up interval. The device was explanted and will be returned for analysis.